Event description:
It was reported that there was high thresholds on the left ventricle (lv) lead. The lv lead remains in use. The patient is participating in the block hf study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.